Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone call and reported that their insulin pump was cracked at the battery compartment and had a missing retainer ring. The customer also reported battery life diminishing, and heard unusual grinding noises during rewind. The customer stated the reservoir locks into place when inserted into the insulin pump. No harm requiring medical attention was reported. The insulin pump will be returned for analysis.